Event description:
(B)(4). After my son passed away, in utero at (B)(6) gestation, in (B)(6) 2012, I spoke with my doctor about a permanent form of birth control given my history with other forms of contraception. He suggested essure. On (B)(6) 2012, after two rounds of the depo prevara shot, I was implanted with the device in my doctors office. My insurance approved of the procedure and fully paid the doctor for my procedure. I was given a round of pain medication before the procedure, which did not take affect at all. During the procedure, it was discovered that my uterus was almost completely tilted upside down, and that my left fallopian tube was bent at a 90 degree angle. It took them 15 minutes to shove the essure coil in my left fallopian tube. I was screaming and in tears due to the amount of pain this caused me. Shortly after the procedure, I was in a room with 3 chairs and my mother by my side. I suddenly became extremely hot, and felt like I was going to vomit. I passed out. Apparently, because of the pain and the amount of time they had to hold my vagina open (roughly 25 minutes), it had caused my blood pressure to plummet. That is the first time the device almost killed me. I was told I would only experience mild to severe cramping and nausea for a few weeks. This was false. I continued to suffer pain and nausea, but attributed it to my ovulation and menstrual cycle. For the first time in my life, my cycles were regular. But that didn't last very long. By (B)(6) 2013, my pain grew more severe. I noticed hair loss, brain fog, headaches, extreme cramping (more pronounced on my left side), increased bleeding, golf ball sized clots, fatigue, mood swings, and suffered my first missed period. After this, I continued to have missed periods. When I would start my menstrual cycle, I would be in such excruciating pain that I would not be able to preform my daily duties. The bleeding would be so severe that I would go through a maxi pad an hour, as well as ruining many of my clothing and bedding due to the excessive bleeding. My severe pain would last all day, everyday, and not just when I was on my cycle. I was unable to have sexual relations with my husband, but maybe twice a month, because of the pain intercourse would cause me in (B)(6) 2014, I discovered I was pregnant. On (B)(6) 2014 I suffered a miscarriage at (B)(6). Finally in (B)(6) 2015, I found a doctor who would listen to all of my symptoms, and firmly believed that my health issues and pain were because of essure. We also found out that I was continuously getting vaginal bacterial infections, as well as yeast infections. She also attributed this to essure. My gyn referred me to a doctor who specialized in surgery of women who had horrible uterine issues. Among other issues, my surgeon was 100% sure that essure was the cause of my medical problems, as well as the reason why I miscarried in (B)(6). I had a total hysterectomy, including fallopian tubes, on (B)(6) 2015. My doctor made sure that essure was removed. Since the removal, I have been pain free. My hair is starting to come back. I have finally started to feel like myself before I had this horrible device implanted in me. I was lied to by my doctor and (B)(4) in regards to the actual side effects of this device.